Manufacturer narrative:
The insulin pump was unable to prime during priming alarm test. The motor error alarm occurred during the occlusion test due to moisture damage on the force sensor resistor. The insulin pump passed the displacement test and motor test was okay. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 429 mg/dl. Customer treated their high blood glucose with a bolus correction. Troubleshooting for the motor error on the insulin pump was performed. Customer received 8 motor error alarms in a 30 day period. Customer advised during basal delivery they would receive the motor error alarm and the device was able to rewind. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.